Manufacturer narrative:
Manufacturer is currently performing evaluation and the results of the evaluation will be provided in the supplemental report.

Event description:
On june 6, 2024, senseonics was made aware of a serious adverse events due to hyperglycemia that happened on (B)(6) 2024 at around 10 am. The patient was taken to the hospital due to the event where she was treated. The patient reported that the blood glucose (bg) value at the time of event was 19.5 mmol/l and sensor glucose (sg) value was 10.5 mmol/l. The patient did not receive the alert as the sg value did not cross above the high glucose alert threshold level which was set at 15 mmol/l.

Manufacturer narrative:
The initial investigation was performed on customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on the review of dms, the blood glucose (bg) value at the time of incident was 19.5 mmol/l and sensor glucose (sg) value was 10.5 mmol/l. The high glucose alert threshold was set at 15 mmol/l. Since the sg value did not cross above the high glucose alert threshold, the system did not trigger any high glucose alert. A further review of the glucose data in dms revealed there was less modulation in the signal channel since 21 january 2024. The mean absolute relative difference (mard), 2 weeks before 21 jan 2024 was 3.4, with good agreement in bg and sg values. To further investigate the root cause of the issue, the sensor was needed to be returned. But since incident happened in january 2024 and the customer already had their sensor removed, it was not possible to request the sensor for further investigation. As a result, the root cause of the observed differences could not be determined. B4.date of this report 19 july 2024. G3.date received by the manufacturer? 19 july 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4111,4115. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.